Event description:
It was reported to philips that the prs connection failed to start up due to configuration and certificate issues on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).